Event description:
The screw thread of the cup of the fixation of the insertion handle was inferior. Multi-cup was used instead. Surgery time was delayed by 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.